Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensor reading discrepancies. The customer stated the sensor was reading 41, but blood glucose was 146 mg/dl. The customer removed the sensor and the cannula was bent. During the call, she mentioned experiencing high blood glucose of 400 mg/dl, which she treated with the insulin pump. The customer stated that the issue only happens after changing the set. The customer was doing the fill cannula of 0.5, but indicated that the day of the call she did a 1.0 fill cannula and did not have issues. Troubleshooting was declined. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.